Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that approximately 2 months after the positive blood cultures, the patient developed a superficial pocket infection. The patient was given antibiotics and the crt-d system was later explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that drainage was noted from the patient's implant site. It was also reported blood cultures tested positive for the presence of pseudomonas aeruginosa. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.